Event description:
The hcp reported that the pt had the pump and catheter replaced due to "intermittent bolusing". The pump was explanted and replaced after forty three months implant duration. The hcp reported that the pt began experiencing "sudden onset of 'overdose' symptoms - lethargy, decreased respiration lasting 24 hours and occurring multiple days a week" and was "falling down" despite lowering of dose. The hcp reported that the pt's symptoms began one year after initial implant. The hcp adjusted dose and concentration which "decreased the number of episodes but those still occurred". The system was replaced and "so far no recurrence".